Manufacturer narrative:
H6: added code b13 and b11 to type of investigation. Updated c13, and d15 based on the investigation results of the tachycardia/ ventricular fibrillation and major bleed. Investigation summary no product was returned. Major bleed: the cause of the bleed was unable to be determined due to insufficient clinical details. Tachycardia/ ventricular fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: pt accidently pulled impella out of place overnight. Team made multiple attempts to float it back across the lv without success. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient. Device history lot device lot: 1919469. Device history review device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that on day three of impella 5.5 support the patient experienced ventricular fibrillation and ventricular tachycardia. The patient was shocked four times. A temporary ventricular (temp v) pacing wires were placed. Two days later, the temp pacer was turned off as the patient was in normal sinus rhythm. Later it was reported that gastrointestinal was consulted for possible gastrointestinal bleed and anticoagulant was stopped along with one unit of blood products were administered. On day 11 of support, the patient accidentally pulled impella out of place. The team tried multiple times to cross impella back to the left ventricle without success. The impella was removed. The patient was stable and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.